Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that the blade had broken at the mount. Lot number details were not provided to assist further investigation. Based on the information available and other complaints received reporting similar events, the root cause is determined to be multi-factorial. The hand-piece that was being used at the time of the event was a system-6 saggital saw; (B)(4).

Event description:
It was reported that the blade snapped at the mount during a total knee procedure. No adverse consequences were reported.